Event description:
Reporter had fasting, back-to-back, meter-to-lab, comparison blood glucose tests performed, both tests using venous blood, with results of 89 and 139 mg/dl. Reporter was not experiencing any symptoms. Control solution test was 132(94-141) mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8